Manufacturer narrative:
Investigation found that the pump's volumetric accuracy tests were within +/-5% specifications. The complaint could not be duplicated.

Event description:
Customer reported that the pump was infusing under by 10% during performing the volumetric accuracy test directly from the user manual.